Event description:
It was reported that this left ventricular lead was surgically abandoned and replaced due to dislodgement and as it was failing to capture. Due to this issue, the device was previously reprogrammed to rv pace only. There is no further information as to when was this reprogramming performed. No additional adverse patient effects were reported.